Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. The implant was removed on (B)(6) 2012 due to pain, bleeding, swelling. Medical history: no significant findings.